Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 4 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. This issue is not deemed to be a reportable event. Ventilation is unpleasant as a false alarm is triggered, but the ventilator still works as specified. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a fault in software design sw2.8x. In consequence (correction) software fault has been fixed in sw 2.90. There was no patient or user harm reported.

Event description:
(Please, reference email thread dialogue for detailed description(s) and supporting screenshot documentation) december 04, 2019--john newton (hmi:acccount manager) receives a complaint from anthony huffman, bs rrt-nps (neonatal rt supervisor: i.u. Health). The report, along with supporting documentation (screenshots attached), reveal that neo ncpap is routinely activating the apnea alarm. These events are occurring irrespective of patient triggering, as demonstrated on numerous screenshots and inspite of meeting alarm violation criteria (see below). As I understand it the following is specific to apnea alarm activation: adult: insp. + exp. Flow 10 l/min pediatric: insp. + exp. Flow 5 l/min neonatal: insp. + exp. Flow 1 l/min.